Event description:
During review of programming history on (B)(6) 2012, a partial program anomaly was noted that occured on (B)(6) 2006. There is no evidence that the patient was re-programmed to intentional settings prior to leaving the office. At the patient's next visit ((B)(6) days later), the patient was interrogated at efficacious settings.

Manufacturer narrative:
Analysis of programming history.